Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during an implant procedure, the stylet failed to advance. A new lead was used and patient was stable post-procedure.